Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A diabetes educator contacted animas on (B)(6) 2011 to report that the patient was admitted to the hospital at 12:30am that morning for hyperglycemia. The reporter stated the patient's blood glucose (bg) at admission was 486 mg/dl. There was no mention of symptoms. The reporter also informed customer support that the patient had been in the ER on (B)(6) 2011 with high bgs. No information regarding treatment was provided. At the time of troubleshooting, the reporter confirmed there were no bubbles, leaks, or history of bent cannulas. The reporter stated the patient had last changed site the day prior. It was noted that basal settings and total daily delivery matched and prime history correct; however, it was noted that the pump's time was incorrectly set (off by 24 hours). Customer support also noted that the patient had not been filling cannula after priming. This complaint is being reported because the patient was hospitalized for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported hospitalization due to continued use. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.